Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective and unintended right rib stimulation. Reprogramming was unsuccessful in resolving the issue. Subsequently, surgical intervention was undertaken on (B)(6) 2016 wherein the lead was repositioned. Effective stimulation was restored post-operatively.